Event description:
Additional information received. Patient had ipg explanted on 5/12. Ipg was discarded by account. No further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient reported his ins site has opened and leaking fluid. His healthcare provider (hcp) directed him to go to the ER. No contributing factors were reported. The issue is resolved. It is unknown if surgical intervention will be planned. Additional information received. Caller reported patient was currently in (B)(6) hospital and dr. Wanted to remove implant battery in the morning because it was infected. Caller said a couple years ago patient had tiny hole over implant that leaked clear liquid but now starting on (B)(6) 2021 yellow liquid was gushing out the hole over his implant. Patient is being seen by an internal medicine dr.(B)(6) and a neurosurgeon dr. And both drs had nothing to do with the medtronic device. Caller said patient's device had a revision in 2016 by dr. (B)(6) and ever since the revision patient has had problems. Caller's reason for call was to ask ps for helping finding a surgeon familiar with the device that could put a new battery in (after patient got his removed) in a different location so patient didn't have to go without therapy (patient has device for pain).